Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found that required full analysis. (B)(4)

Event description:
It was reported that the patient's device system was explanted due to a (B)(6) infection in the blood. No further patient complications have been reported as a result of this event.